Event description:
Repair request initiated for device with the report of overheating and worn. No patient impact reported. Repair is being escalated to product event due to reason for the return.

Manufacturer narrative:
H3:product analysis :evaluation determined that the device was tested and the temperature was measured to be 120°f. The likely cause was identified as worn bearings and corroded internal parts, due to inadequate preventative maintenance. It was also noted that laser markings are illegible. Date of notified:24-july-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.